Event description:
Procedure type: esophagectomy. According to the reporter: a post operative anastomotic leakage from staple line was detected. Pt had to be re-operated to repair the anastomosis. No further info has been obtained thus far.